Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the device had not been working for at least five years. The patient said they didn't think anything about it and had not had it checked to determine if the ins battery was depleted. They were going to be scheduling a head MRI. They did not know what might have contributed, but noted that it might have depleted. It was mentioned they did have a fall on their left hip one time, but they did not think that affected the implant. They were redirected to their healthcare provider to further address the issue as needed and to check the ins status.